Event description:
It was reported that the patient presented to the operating room for an unrelated procedure. During the procedure, externalized conductors were observed under fluoroscopy on the right ventricular lead. The physician elected to keep the right ventricular lead active as there were no electrical anomalies on the lead. The left ventricular lead exhibited high impedance. The lead was reprogrammed and all the lead measurements were in range. The procedure went well. The patient was stable and will continue to be monitored.